Event description:
Reportable based on device analysis completed on 13feb2022. It was reported that the burr was kinked and could not cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery. It was noted that the burr was kinked and could not cross the lesion, which resulted in squirting blood, no further hurt to the patient. There was no medical or surgical intervention required and the procedure was completed with another of the same device. There were no patient complications reported and patient was stable following the procedure. However, device analysis revealed that the burr was detached from the coil.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the atherectomy rotalink burr catheter. The handshake connections, sheath, coil, burr and annulus were visually inspected. Inspection of the device found that the coil was stretched and broken, and that the burr had detached from the coil and remained on the returned rotawire. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotablator rotalink advancer was connected to the rotablator console control system and the foot pedal was activated, the device stalled and would not run. In order to determine the cause of the device stall, destructive testing was performed in which the advancer was dismantled and the interior components were inspected. Destructive testing was not able to determine the reason for the device stall. The reported failure to ablate the lesion could not be confirmed as the device stalled and would not run. Destructive testing was unable to conclude the reason for the device stall, and clinical circumstances could not be replicated.